Event description:
Customer called to report a high blood glucose level. Customer stated that she thinks that the lows occurred because of the adjustments that were made to her settings. The blood glucose level was not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.